Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens attempted an investigation of the reported event, however, the broken hardware was disposed of before an investigation could be completed. The affected plexi ring was exchanged by a siemens service engineer and the system was handed over to the customer. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom sensation 64 system. During a clinical procedure, the plexi ring within the gantry became loose and was pushed inside. The examination was immediately stopped. We are unaware of any impact to the state of health of any patient involved.